Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported an 82-year-old male patient suffered from an unknown bleed during impella cp support. The patient was transfused two units of packed red blood cells and heparin was withdrawn. Planned wean and explant of the device was successful later that same day. It was noted that the perclose failed following explant. Manual pressure was applied until hemostasis was achieved. The patient survived the explant.

Manufacturer narrative:
The investigation for the reported unknown blood loss has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the unknown blood loss could not be determined. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrections to the initial MFR report: g1 MDR reporting contact email.